Event description:
The needle broke subcutaneously during injection in 2005. The patient went to the hospital where an x-ray was performed. However, the needle could not be located. It is stated that the patient re-used needles for about 2 months. The outcomes of the event is reported as unknown.